Event description:
The customer contact reported potential for serious injury following an alarm condition. At 1949, an unspecified channel of the device was programmed to deliver insulin 250units/250ml, at a rate of 5ml/hr, and the delivery was started. At an unspecified time, the second channel of the pump was programmed to deliver an unspecified concentration of isuprel in 250ml, with a dose of 1ng/kg/min, at rate 0.1273ml/hr, and the delivery was started. No further programming parameters were provided. At 1957, it was reported the device displayed error code s103 (ambient temperature sensor failure). At 2000, the device displayed error code s108 (can bus error) and then the pump powered off. At 2040, it was reported the nurse powered the pump back on and the pump displayed error codes s108 (uic can bus error), s308 (uic can bus error, pmc left), s408 (uic can bus error, pms right), s104 (primary audible alarm failure), s238 (psc software failure), and s208 (psc can bus error). The pump was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury due to the medication being delivered, the customer contact reported the patient's status was unchanged. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).